Event description:
It was reported that during a holmium laser enucleation of the prostate (holep), the console started emitting smoke due to a fire inside the console. The console was removed from the operating room and placed outside the premises. Two extinguishers and water were used to extinguish the fire, and the firefighters were called. The procedure was completed with a bipolar resection. The procedure was prolonged due to the inconvenience. The patient did not get injured, but a nurse had to be put under oxygen due to respiratory distress. The nurse took the laser in the elevator to take it outdoor. It was also reported that two operating room staff received treatment due to smoke.

Manufacturer narrative:
The console was not available for return and analysis; therefore, the root cause of the fire could not be conclusively identified. However, the media inspection was performed to the videos and photos provided showed that the machine was emitting smoke inside of it. The exacted cause of the fire could not be determined, but the component failure must have occurred. Based on the investigation conclusion code selected for this complaint is cause traced to component failure.

Event description:
It was reported that during a holmium laser enucleation of the prostate (holep), the console started emitting smoke due to a fire inside the console. The console was removed from the operating room and placed outside the premises. Two extinguishers and water were used to extinguish the fire, and the firefighters were called. The procedure was completed with a bipolar resection. The procedure was prolonged due to the inconvenience. The patient did not get injured, but a nurse had to be put under oxygen due to respiratory distress. The nurse took the laser in the elevator to take it outdoor. It was also reported that two operating room staff received treatment due to smoke.